Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: anxiety-product-procedure: unable to observe since it is not related to the device. Capsular contracture: unable to observe since it is not related to the device. Additional observations: total delamination of valve assessed as adhesive failure. One opening assessed as unidentified (tear) opening. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Patient reported right side deflation. Patient later reported "not think there is a deflation" and exchange due to patient¿s concerns with the product and capsular contracture, baker grade unknown. Healthcare professional later reported "replacement due to texture and capsular contracture baker grade iii". Healthcare professional later reported "baker grade iii/IV". Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture, baker grade iii" is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Patient reported, right side deflation. Patient later reported, "not think there is a deflation". And exchange, due to patient¿s concerns with the product. And capsular contracture, baker grade unknown. Healthcare professional later reported, "replacement, due to texture and capsular contracture, baker grade iii". Device remains implanted.

Event description:
Healthcare professional later reported "baker grade iii/IV". Device has been explanted.